Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer returned the enteral feeding pump with no specific issue. Upon triage on (B)(6) 2018 the service tech observed the buzzer/alarm does not function properly. Upon follow up with the service tech on (B)(6) 2018, there was no sound/audio being produced from the unit.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, ¿service technician observed the buzzer/alarm does not function properly. Upon follow up with the service tech on (B)(6) 2018, there was no sound/audio being produced from the unit.¿ the unit was triaged and the reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment.